Manufacturer narrative:
Date sent to the FDA: 12/15/2020. A manufacturing record evaluation was performed for the finished device lot number al6805, and no non conformances / manufacturing irregularities were identified. Additional h3 summary: a detached needle, a dispensed suture, an empty folder and an empty opened overwrap packet of product were received for evaluation. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The pull-out defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when suturing, the needle came off the thread. Additional information requested: what was the initial procedure? Not informed by the hospital. Could you confirm if the patient suffers any consequences due to the removal of the suture needle? There was no consequence. Was the surgery completed successfully? Yes. What was used to complete the procedure? Another unit on the same wire.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the needle was detached from the suture. No adverse patient consequences were reported. Additional information was requested.